Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received twenty eight shocks. Boston scientific technical services (ts) noted that therapy was exhausted and the patient had many short non sustained ventricular tachycardia (vt) episodes. Ts also discussed some noise on shock channel. However, ts believed that device operated normally and converted patient's arrhythmias quite well and likely the discontinuation of some medications caused some chemical imbalances. An attempt to obtain additional information from the field was unsuccessful. This ICD remains in service. No adverse patient effects were reported.